Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during advancement of the thumb advancer resistance was felt, resulting in carving and incomplete sheath splitting occurring. The device was removed until the safety release button. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.